Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 70% to 15% within one day. The customer's blood glucose level was not impacted. Reportedly the customer has a backup pump as alternate insulin therapy.